Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 10jun2019. The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led went off by vibration. There was no patient involvement.